Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On 05/20: customer reports the j-bow suspension broke at the joint of the j-bow and horizontal spring arm. Staff were moving the arm when the suspension failed. Arm did not completely fall, j-bow suspended by the safety cable. No patient or staff injured.